Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#, serial# (B)(4), implanted: (B)(6) 2014, explanted: product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-30, additional information was received from an healthcare professional (hcp). Additional information reported the patient was scheduled to have a catheter dye study (no date provided). The cause of the discrepancy has not been determined yet.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) regarding a patient receiving gablofen (2,000 mcg/ml, 613.6 mcg/day) via an intractable spasticity. Information received reported a volume discrepancy. The actual reservoir volume (arv) was 15 ml and the expected reservoir volume (erv) was 3.3. Prior to the call, the pump logs were checked (logs were fine), and the reservoir was accessed. The hcp stated that the patient was "always very tight", but did not report any changes to therapy over the refill cycle. The hcp noted the patient was aphasic.